Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise and low pace impedance (130 ohms) in a bipolar configuration. The device is connected to a competitor lead. Boston scientific technical services recommended additional testing. Additional information provided by the boston scientific area field representative indicates the patient was in chronic atrial fibrillation (af) and was reprogrammed to vvi. The representative expressed that there are no further concerns with the atrial lead. There were no adverse patient effects. The device remains in service.